Event description:
It was reported that the foley catheter was difficult to deflate. Stated that few ml of sterilized water was left and could not be drawn during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was noticeably difficult to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was dissected to find the inflation notch was not completely perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling and risk assessment was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate. Stated that few ml of sterilized water was left and could not be drawn during pretest.